Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain below belly button') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypercholesterolemia and rectocele. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), thyroid disorder ("hormonal changes describe: thyroid issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), memory impairment ("neurological conditions or problems type: memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), pollakiuria ("frequent urination"), back pain ("lower back pain"), eating disorder ("difficulty eating") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery ((B)(6) 2011 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the thyroid disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, memory impairment, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, endometriosis, pollakiuria, back pain, eating disorder and alopecia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, female sexual dysfunction, headache, memory impairment, migraine, pelvic pain, pollakiuria, thyroid disorder, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight (B)(6). The device was in good position with 3 trailing coils on the left side. A similar fashion was used on the opposite side with 0 trailing coils on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-jul-2019: pfs received events "hormonal changes describe: thyroid issues, apareunia (inability to have sexual intercourse), bladder or urinary problems or changes, migraines / headaches , neurological conditions or problems type: memory issues, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, fatigue, weight gain, fibroids & endometriosis, frequent urination, lower back pain, difficulty eating, hair loss" were added. Outcome of event " pelvic pain" was updated as recovering. Lab data, medical history were added. Reporter, patient and product information were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain below belly button') in a 35-year-old female patient who had essure (batch no. 802031) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypercholesterolemia, rectocele, ovarian cyst, chronic cervicitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), thyroid disorder ("hormonal changes describe: thyroid issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), memory impairment ("neurological conditions or problems type: memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), pollakiuria ("frequent urination"), back pain ("lower back pain"), eating disorder ("difficulty eating") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery ((B)(6) 2011 total hysterectomy bso (uterus and cervix removed), oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the thyroid disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, memory impairment, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, endometriosis, pollakiuria, back pain, eating disorder and alopecia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, female sexual dysfunction, headache, memory impairment, migraine, pelvic pain, pollakiuria, thyroid disorder, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 224 lbs the device was in good position with 3 trailing coils on the left side. A similar fashion was used on the opposite side with 0 trailing coils on the right side. Master implant dt: (B)(6) 2019(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporters information were added. Lot no. Were added.medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, pelvic pain below belly button') in a 35-year-old female patient who had essure (batch no. 802031-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, hypercholesterolemia, rectocele, ovarian cyst, chronic cervicitis and adenomyosis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required), thyroid disorder ("hormonal changes describe: thyroid issues"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), memory impairment ("neurological conditions or problems type: memory issues"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), endometriosis ("endometriosis"), pollakiuria ("frequent urination"), back pain ("lower back pain"), eating disorder ("difficulty eating") and alopecia ("hair loss") and was found to have weight increased ("weight gain") and uterine leiomyoma ("other injury(ies) or complication please describe: fibroids"). The patient was treated with surgery ((B)(6) 2011 total hysterectomy bso (uterus and cervix removed), oophorectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the thyroid disorder, female sexual dysfunction, bladder disorder, urinary tract disorder, migraine, headache, memory impairment, dysmenorrhoea, dyspareunia, fatigue, weight increased, uterine leiomyoma, endometriosis, pollakiuria, back pain, eating disorder and alopecia outcome was unknown. The reporter considered alopecia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, eating disorder, endometriosis, fatigue, female sexual dysfunction, headache, memory impairment, migraine, pelvic pain, pollakiuria, thyroid disorder, urinary tract disorder, uterine leiomyoma and weight increased to be related to essure. The reporter commented: current weight 224 lbs the device was in good position with 3 trailing coils on the left side. A similar fashion was used on the opposite side with 0 trailing coils on the right side. Master implant dt: (B)(6) 2019(as per pif). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Lot number (802031) is invalid . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 4-may-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.